Manufacturer narrative:
B3 - date of event: previously reported as 07-jan-2023, has been updated to 07-mar-2023.

Event description:
The patient underwent an implant procedure of an evoke spinal cord stimulation (scs) system on (B)(6) 2023 under general anesthesia without mapping. During the initial programming the next day, it was realized abdominal stimulation was occurring in multiple positions. After a discussion with the doctor it was decided a lead revision to reposition the lead would be scheduled. On (B)(6) 2023 the lead was repositioned and added a 2nd electrode. Correct positioning of the two electrodes was able to be obtained.

Event description:
The patient underwent an implant procedure of an evoke spinal cord stimulation (scs) system on (B)(6) 2023 under general anesthesia without mapping. During the initial programming the next day, it was realized abdominal stimulation was occurring in multiple positions. After a discussion with the doctor it was decided a lead revision to reposition the lead would be scheduled. On (B)(6) 2023 the lead was repositioned and added a 2nd electrode. Correct positioning of the two electrodes was able to be obtained.